Manufacturer narrative:
The lead is not able to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned and replaced. In the past, the lead had exhibited increased pacing threshold and pacing impedance measurements, but at the patient's device replacement in (B)(6) 2016 the rv lead measurements were within normal limits. Now, however, the lead had triggered the lead safety switch (lss) due to a high, out-of-range impedance measurement and higher pacing threshold measurements. The device remains in service. No additional adverse patient effects were reported.